Event description:
A complaint of high readings was received on a customer's precision xceed meter. The customer obtained a reading of 356 mg/dl and 91 mg/dl. When plotting the readings on a parkes error grid the reuslts fall in the 'c' zone showing the difference to be clinically signigicant. There was no report of death, serious injury or mistreatment associated with this event.